Event description:
Zoll m series defibrillator was tested for 30 joule output test and would not perform the test using the paddles. Staff had to insert the shock cable into the test resistor to perform the test. Biomed switched the paddles with another known good unit and normal function was restored. New paddles were ordered.